Event description:
Medtronic legal received information regarding that insulin pump's retainer ring was missing or broken from the attorney of the family. The information received on (B)(6) 2021. Attorney reporter alleges that use of medtronic insulin pump caused personal injury to the customer on november 2019. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 and h6 (health effect - clinical code & health effect - impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summery: the customer used other device for treatment due to harm as appropriate term / code not available.